Event description:
The picture archiving and communication system (vista imaging) database corruption occurred likely as a result of hospital information system (vista) database merging, a routine maintenance process that reorganizes the database to optimize system performance. There were sixty misassociations of exams, images, and reports in the vista imaging database. There was at least one "adverse outcome." A pt was mistakenly informed that they had an abdominal mass, due to the wrong report being associated with the pt's exam. The result was that the pt was told they had an abdominal mass that they did not have and had a second, unnecessary CT scan with intravenous contrast, both resulting from the misassociated report. If this event were to recur, there is the risk of more severe adverse outcomes resulting from incorrectly associated images and/or reports. Adverse outcome may include morbidity and mortality resulting from diagnostic and therapeutic errors of omission (pt does not receive needed treatment) and commission (pt receives incorrect treatment) based on the wrong images or reports being associated with pt's exams. This failure had occurred previously at the hosp (although the cause was not fully identified at that time) and also at other facilities between 5/00 and 8/01. An alert had been posted during the later period to warn against this potential problem and precautions issued when performing database merging. However, the device (vista imaging) had not been modified to detect and automatically alert the user to such a failure. This failure was only detected after the fact, by a radiologist, noting one of the more obvious misassociation of exams and images (ultrasound images appearing in a chest x-ray exam), which lead to further investigation and identification of other misassociations.